Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency and duration not reported) and ip cefazolin (dose, frequency and duration not reported). The patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.